Event description:
The endotracheal tube main cuff would not deflate. Tried several times to deflate; however, were unable to remove the tube from the patient. The anesthesia was re-induced, and the anesthesia team performed direct laryngoscopy. They could see the blue portion of the medtronic endotracheal tube; however could not see the cuff directly. They attempted to aspirate air out of the cuff with a needle directly, but aborted this due to being unable to clearly see the cuff. Considered transtracheal aspiration of the main cuff with a 22 gauge needle. Surgeon reports that needle decompression through the patient's cricoid thyroid space was performed in order to deflate the cuff.

Manufacturer narrative:
One contaminated tube was returned. The inflation tube assembly was separated from the shaft of the emg tube. Both air and water were injected directly into the inflation lumen of the emg tube and into the main cuff, and a small puncture was detected. There were no difficulties removing either of the remaining volumes. No abnormalities or obstructions were detected in the roberts inflation valve or in the inflation tube assembly. The customer's complaint could not be verified. While the surgical intervention (trans-tracheal aspiration) caused this to be reported as a serious injury. It should be noted that cutting off the device's inflation valve with a scissors would likely have deflated the main cuff, thus achieving the same result without any surgical or medical intervention. The contact person at the reporting site was advised of this action for future information.